Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and slightly bent/stretched, tissue was visible inside the helix.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician was unable to deploy the helix on the lead after many turns. The lead was removed and the physician attempted to deploy the helix outside the body, after several attempts the helix deployed. The physician then tried to retract the helix but it would not retract. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.